Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and high out of range pace measurement greater than 2,000 ohms. A new lead was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of analysis.